Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an endoscopic variceal ligation (evl) procedure, performed on (B)(6) 2012. According to the complainant, during the procedure, the first two bands deployed successfully. An attempt to deploy a third band was made however; the band would not deploy. The physician rotated the handle a little bit more and two bands deployed at the same time. Reportedly, after the bands were deployed, a piece of the suture could be seen in the monitor hanging from a band. In addition, after the procedure, the remaining bands were able to be deployed. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.